Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen separated from the case while being removed from a pocket, without a drop or impact, and the user temporarily secured it with a hair tie; the device remained functional but was no longer watertight, and a replacement was arranged with return of the affected unit. Symptoms included no reported changes in blood glucose. Outcomes included continued therapy with guidance to back up therapy and to shut down the device prior to return. Investigation included troubleshooting and user education, confirmation of shipping and return logistics, and instruction on data sync and shutdown. Investigation of this device revealed a hardware enclosure integrity issue consistent with screen bezel separation on the pump user interface assembly, with unresolved watertightness. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to mechanical housing separation.